Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer had been experiencing high blood glucose levels for a week prior to the event. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device wil be returned for analysis and further info will follow once the analysis has been completed.